Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient endured episodes of ventricular tachycardia during impella cp support. Support continued with the implanted pump following the event. The patient was successfully weaned from the pump and survived.